Manufacturer narrative:
On 08/31/2017 09:07 am (gmt-4:00) added by (B)(6): initial aware date is changed from 06/21/2017 to 06/14/2017. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped working. Customer changed out cords, adaptor, and power supply, and changed to another vh-4000. The device still did not work. Customer chose to open up arm and leg to complete case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped working. Customer changed out cords, adaptor, and power supply, and changed to another vh-4000. The device still did not work. Customer chose to open up arm and leg to complete case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Specks of blood was observed on the harvesting tool handle. Tissue and char material were observed on the jaws. The heater wire was observed to be flexed away at the center of the hot jaw. The heater wire remained attached at the tip and base of the hot jaw. The device was evaluated for electrical function. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and a gauze pad as indicated in the instructions for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the reported complaint "failure to deliver energy" was unable to be confirmed for any failure mode during testing. We were unable to reproduce a failure. The analyzed failure "bent wire" was confirmed. Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped working. Customer changed out cords, adaptor, and power supply, and changed to another vh-4000. The device still did not work. Customer chose to open up arm and leg to complete case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.